Event description:
A malfunction alarm, identified by malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction occurs again, which they acknowledged and understood.